Manufacturer narrative:
The insulin pump was received with motor error alarm during basic occlusion test and compromised force sensor system alarm at 4.0 pounds during prime test due to faulty force sensor system. The motor passed motor test. This is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call of a motor error and compromised force sensor system alarm from the insulin pump. The customer's blood glucose reading was 140 mg/dl. The customer stated that he primed the pump and received motor error. The customer rewound the pump and received a compromised force sensor system alarm. The customer was advised to check if the drive support cap is protruded, loose, sticking out or flush. The customer reported the drive support cap to appear normal. The customer was advised to discontinue use of the device and revert to a backup plan per health care provider's instructions. The customer will be sent a replacement pump.